Event description:
A hospital in (B)(6). Reported via our distributor that two 900mr810 reusable adult breathing circuits were "broken near the cuff". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint breathing circuits were received for evaluation, one on 5 january 2015 and one on 3 february 2015. Both circuits were visually inspected. Results: in one circuit, visual inspection revealed a tear in the tubing film where it joins the patient end over-moulded cuff. No fault was found with the other circuit. Conclusion: we were unable to determine what had caused the observed damage. The customer had reported that the circuit was in use for three days after its last cleaning cycle, so it is reasonable to conclude that the circuit was not leaking prior to this time and thus became damaged after a period of use. Our user instructions that accompany the 900mr810 reusable breathing circuit contain the following warnings: clean circuit prior to use and after each patient use, using approved disinfection methods only. Use of unapproved cleaning methods may damage the circuit and reduce it useable life. Inspect circuit before re-use, do not use if the circuit shows sign of deterioration, such as cracks, tears or damage. Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage.

Event description:
A hospital in (B)(6) reported via our distributor that two 900mr810 reusable adult breathing circuits were "broken near the cuff". No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the complaint breathing circuits has been received, but the second complaint circuit is still en route to (B)(4). We will provide a follow up report upon completion of our investigation.